Manufacturer narrative:
G2. Foreign: ch medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient saw out of regulation (oor) on the patient handset. The message said "settings not available, desired intensity settings not possible". The patient had the feeling that the battery was always drained very quickly, and faster than usual. They also thought that the electricity didn't work. The patient requested a callback from the manufacturer. Troubleshooting was not successful, and the patient was referred back to the hospital.